Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 125 ohms. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This lead remains in service. Additional information was received, this rv lead impedance elevated to 172 ohms to and further in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received; this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated event description and updated coding. This report is being submitted to provide updates on b5. This investigation will be updated should pertinent information become available in the future. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This report is being submitted to provide updates on b5. This investigation will be updated should pertinent information become available in the future. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 125 ohms. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This lead remains in service. Additional information was received, this rv lead impedance elevated to 172 ohms to and further in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 125 ohms. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This lead remains in service.